Event description:
It was reported that pump declared alarm 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level, with it not exceeding 500 mg/dl. Customer was unable to successfully load a new cartridge, as the alarm recurred. The customer planned to use mdi as a backup therapy to ensure insulin delivery was not interrupted.